Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a transcatheter aortic valve implantation interventional procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, the physician performed the 4 steps for suture delivery. The knot was advanced into the vessel and tightened as intended, however, after cutting the suture, the vessel was still bleeding. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to the vessel still bleeding after tightening the knot include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The treatment appears to be related to circumstances of the procedure. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU deviation would not have contributed to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, the following information was received: femoral imaging was not performed. Calcification was noted at the access site. No additional information was provided.